Manufacturer narrative:
The reported events of failure to capture and inadequate capture were not confirmed. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been 03 aug 2023.

Event description:
It was reported that the patient presented in the emergency room after receiving appropriate shocks for ventricular tachycardia (vt). Upon interrogation, it was found that the right ventricular lead exhibited high capture threshold. The lead was explanted. The patient was discharged.